Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, fault 22003 occurred on the endoscopic camera manipulator (ecm). The technical support engineer (tse) guided the caller to check the error logs and confirmed an error 22003, indicating p1=0 point to sjc axis 1. Power cycling the system could not fix the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscopic camera manipulator (ecm) and string pot. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.